Event description:
The graftmaster stent was used to seal a perforation in the left anterior descending (lad) artery. Reportedly, the perforation was caused by "a balloon." The condition of the vessel was described as being "type c stenosis." The physician attempted to place the graftmaster stent but it would not advance to the lesion. He was trying to remove the stent from the pt, while withdrawing it into the guide catheter, when the stent dislodged off of the delivery system. According to the physician, the perforation sealed itself. At last report, the pt was "discharged to home and was doing well."

Event description:
The dr used a 3.0 x 16mm graftmaster stent to seal a perforation. The exact location of the perforation is unk; however, it "perforated into the ventricle." The cause and size of the perforation are unk. Reportedly, the stent dislodged from the balloon when the dr "was putting it in (the vessel)." The dislodged stent was retrieved with a maverick balloon and removed from the pt. The perforation was not sealed. It is suspected that the perforation sealed itself. The pt was transferred to the intensive care unit (ICU) and at last report, was "doing okay."